Event description:
It was reported that patient presented in-clinic after receiving appropriate atp. Patient was running for the bus at the time of the episode. Review of segm showed noise. Diagnostic imagining and replicating the noise with isometrics and pocket manipulation were suggested. It was determined that due to the amplitude of the noise, reprogramming the device would not resolve the issue. The patient will be monitored closely.